Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported phenomenon could not be conclusively determined. Omsc surmised that the reported phenomenon occurred due to the following causes. Insufficient cleaning of objective lens. If the nozzle or the instrument channel was insufficiently drained, the chemical solution, etc. That had adhered to the objective lens since insufficient drainage remained, dried, and became water stains, foreign matter, dirt, etc., and stuck to the objective lens.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc has investigated the reported event. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During the evaluation at olympus medical systems corp. (Omsc), it was found that dirt and foreign material adhered to the surface of the objective lens of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.